Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered implant 3.25 x 11.5mm (nt3211) and mount were returned for investigation (image 1 to 4). Visual evaluation of the as returned product identified some signs of usage due to stuck mount. The head of the mount identified damaged as well. Functional testing was performed. The mount was stuck in the implant and could not be disengaged. Patient had the bone density of type IV (low density). The implant had been placed on tooth #34 (universal) but could not finish procedure since the mount was unable to disengage and had to put another implant of 4.1 because that¿s all customer had in stock. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot number (2019060190) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review by lot number (2019060190) was performed for similar events and no complaint about nonconforming products was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that the mount was stuck on implant at the time of placement. Clinician tried to remove the mount and was not able, had prepare the implant site at tooth location 21 to put another implant of 4.1 because that's all that was available in stock.